Event description:
The customer reported that the plastic band in the jaw became frayed during the procedure. The instrument was removed from the surgical field with no patient injury. The device was returned and a visual inspection confirmed that the device wire was bare.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.